Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in-clinic with stored episodes of non-sustained rv oversensing. Review of the strips revealed intermittent ventricular oversensing. The patient will continue to be monitored.